Event description:
It was reported that the tip of the instrument broke during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): the superior shaft is broken off from the centerline of the jaw pivot pin forward. The broken off portion of the shaft is missing and not returned for analysis. Optical examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shafts are consistent with application of excessive force. A review of the device history records did not identify any applicable nonconformance to specification.